Manufacturer narrative:
The handpiece was examined. The company representative did not indicate replication of the reported events but ordered the customer a new handpiece as a replacement. The handpiece was manufactured on june 29, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a handpiece presented no vacuum and became occluded during a surgical procedure. The procedure was completed with no harm to the patient.